Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safe-t-centesis catheter broke when moving patient. The broken part was immediately safeguarded/caught by the clinic staff. (B)(6) 2020: additional details provided by customer: how long has the catheter been in for? > for 2 hours. Did the catheter catch on something? > the broken part was held by a nurse and removed. Was there any additional medical intervention required? > according to my status, there were no medical interventions.

Manufacturer narrative:
(B)(6) follow up emdr for device evaluation: our quality team was provided one photo for investigation. Upon visually inspecting the photo, the catheter is observed to be disconnected from the valve, verifying the reported failure. A device history record review for lot 0001301397 did not identify any manufacturing defects or issues that may have contributed to the reported failure. As retained samples of the reported lot were not available, functional testing from product of a different lot was performed in attempts to replicate the failure, all results were found to be acceptable. Based on the available information, we are not able to identify a definitive root cause at this time. We have sent a quality notification to the supplier regarding this incident. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences h3 other text : see manufacturer narrative.

Event description:
Safe-t-centesis catheter broke when moving patient. The broken part was immediately safeguarded/caught by the clinic staff. (Pictures attached). 15 jan2020: additional details provided by customer: how long has the catheter been in for? For 2 hours. Did the catheter catch on something? The broken part was held by a nurse and removed. Was there any additional medical intervention required? According to my status, there were no medical interventions.